Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with an episode of non-sustained right ventricular oversensing due to noise on the patient's right ventricular lead. Pacing inhibition was also noted due to oversensing noise. Programming changes were made to deactivate the lead on (B)(6) 2021. The lead was later capped and replaced on (B)(6) 2021. The patient was stable throughout.